Event description:
It was reported that post implant a laparoscopic adjustable band, the patient was seen by the surgeon for an adjustment using a huber needle and it went fine, however the patient did not feel any restrictions and asked for another adjustment. On (B)(6) 2010 the patient had a fill under x-ray and the surgeon could not fill or remove fluid from the port. It was determined that the contrast was pooling on top of the septum above the port. During the revision surgery, it was determined that the port was disconnected. The locking connector was still attached to the port housing. However, the strain relief was free floating in the abdomen and prolonged the surgery for about an hour to find it. A new port was placed and the surgery was completed without any impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.